Event description:
The physician attempted arteriotomy closure with a perclose proglide device following a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was performed prior to the procedure and revealed vessel tortuosity without calcification. Reportedly the device was inserted with difficulty. Upon removal of the device the physician also experienced "difficulty." The device broke at the distal guide. The patient was transferred to surgery where the device was surgically removed. The patient experienced an extended hospitalization as a result of the incident. Although requested, no additional pt outcome info is available.